Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was confirmed and was determined to be use related. The product returned for evaluation was a 5fr dual lumen groshong nxt clearvue catheter with two injection caps, an extension tube, and a crescent statlock. Use residue was observed throughout the sample. A shared break was observed between the catheter shaft and molded joint. The catheter was lightly stretched and exhibited tensile weakness in the vicinity of the break. Microscopic inspection of the surface of the break revealed a granular and uneven surface. The features of the break surface and the location of the break suggests the catheter likely broke due to tensile stress. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter was found in a torn condition. Visually, it appears to have been cut with a sharp object. There was no reported patient injury. No other information was provided.